Event description:
(B)(6): customer reports via phone to product monitoring that the maximum dose value was 15.6 r/minute. Facility has back-up capabilities. All scheduled procedures have been completed.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.